Event description:
Per the clinic, the patient experienced an infection at abutment site and subsequently was treated with topical antibiotics on (B)(6) 2023, (specific duration not reported).the implanted device remains.